Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and not detected on the bus. The customer attempted troubleshooting by rebooting the station and powered it down by unplugging the power cord for 10 minutes. After reconnecting the power and attempted to recover the drawer again, the drawer continued to fail and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and was not detected on the bus. A field service engineer (fse) troubleshot the issue and worked with the technician. The fse removed the back cover, reset the cabling, and verified proper operation to resolve. The system functioned as intended after the field service engineer repaired the device.